Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Analysis could not confirm the reason for return however it was suspected that the programmer was dropped or mishandled. It was noted that the printed circuit board (pcb) was broken and had cracked solder. The pcb was replaced and reflowed then programmer passed all testing. Additional analysis determined that this programmer did not pass two system tests. A program led was not turning on, parts of a circuit board were found burned up, and there was an error writing to the hard drive. Components of the internal circuitry were replaced or repaired.

Event description:
Boston scientific received information that the programmer would not interrogate any devices even with the use of three different wands. This programmer was returned. No adverse patient effects were reported.